Event description:
It was reported that after implant, during induction testing, undersensing was noted. Programming changes were suggested. Patient was in good condition.

Manufacturer narrative:
(B)(4).